Event description:
Pt had bilateral subcutaneous mastectomies for fibrocystic disease and mastopexy (family history negative, biopsied once) with immediate implant reconstruction in 1982. Pt complained of increased pain right greater than left with right changing shape ("has pocket on side") for 6 months. No h/o trauma or decreased size. Pt also complained of progressive systemic symptoms including: scarring rashes on extremities, fatigue, paresthesias, spasms, sleep disturbances, hot flashes, ha's, periodontal disease, memory loss, dry mouth, oral sores, sensitivity to sun/cold/chemicals, chest pain and gi/gu disturbances, work up has been negative. Pt is otherwise healthy.